Event description:
Philips received a complaint by the customer on the v60 indicating that a battery failure error had appeared after the power management (pm) printed circuit board assembly (pcba) was replaced. It was reported there was no patient involvement at the time the issue was discovered. It was reported that that a battery failure error had appeared after the pm pcba was replaced. A field service engineer (fse) went onsite to further evaluate and resolve the reported issue. The fse discovered that the customer was using a generic battery and advised the customer to replace the battery with a philips battery and to test the unit. The battery was replaced with a philips battery and it was confirmed the error disappeared. The customer replaced the generic battery with a philips battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.